Event description:
Information received by medtronic indicated that the customer reported the reservoir was leaked at the snap cap, septum, or o-rings during the priming/fill tubing process and the pump got exposed to liquid and found that the retainer ring was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed and advised the customer to perform a self-test and passed. It was found that the damage had occurred during normal use with the silicon case on and the reservoir was unable to lock in place when inserted into the pump. The customer will discontinue the use of the insulin pump and the reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The patient returned pump for alleged exposure to moisture and damage located at the retainer ring observed on 08-feb-2023. The pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected alarms/alerts/anomalies noted during analysis. Test p-cap and reservoir locked properly into reservoir compartment during testing. Noted multiple insulin flow block alarms on event date in pump alarm history. Unit successfully downloaded to thus. Verified the pump alarmed no delivery starting on (B)(6) 2023 01:40:00.000. 10 no delivery alarm during priming: start date (B)(6) 2023 01:40:00.000 end date (B)(6) 2023 07:58:36.000 1 no delivery alarm during basal: start date (B)(6) 2023 07:59:00.000 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Pump passed required testing. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Exposure to moisture not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.